Event description:
It was reported that during routine follow up, this right ventricular (rv) lead exhibited failure to capture. In addition, the pacing impedance measurements had decreased. Technical services (ts) was consulted and discussed troubleshooting options with the health care professional (hcp). The patient was scheduled for further follow up in-clinic. After the patient was seen in-clinic, it was reported that the patient had experienced complications with an rv lead dislodgement and potential perforation and is scheduled to undergo a lead revision procedure. The patient underwent a computerized tomography (CT) scan which confirmed the perforation. Subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of failure to capture, low pacing impedance measurement, and dislodgement.

Event description:
It was reported that during routine follow up, this right ventricular (rv) lead exhibited failure to capture. In addition, the pacing impedance measurements had decreased. Technical services (ts) was consulted and discussed troubleshooting options with the health care professional (hcp). The patient was scheduled for further follow up in-clinic. After the patient was seen in-clinic, it was reported that the patient had experienced complications with an rv lead dislodgement and potential perforation and is scheduled to undergo a lead revision procedure. The patient underwent a computerized tomography (CT) scan which confirmed the perforation. Subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported.